Event description:
A us distributor returned electrode belt (B)(4) and reported that the therapy electrodes were non-functional.

Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (therapy electrodes non-functional) has been confirmed. As received, the electrode belt failed the therapy electrode recognition test. Upon evaluation, there was an open pulse wire inside the trunk cable. The cause of the non-functional therapy electrodes and test failure is the open pulse wire. The root cause of the open pulse wire is excessive force placed on the cable. No adverse event resulted from the damaged cable.